Manufacturer narrative:
Initial reporter, corrected data: previously submitted MDR indicated the incorrect initial reporter. This report is being submitted to correct this information.

Event description:
During review of programming history it was noted that an incomplete diagnostics occurred which change the patient to unintentional settings. There was no final interrogation and the patient left at unintentional setting. The settings were corrected at later date.